Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a defective circuit component resulting in short battery life. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the pump history showed evidence of short battery life. The pump electrical current draws were tested and were found to be out of specifications. The pump was opened and a printed circuit board component was found to have failed. (B)(4).